Event description:
Additional information received reported further interventions included a ¿CT omnipaque study, in correct position, easy flow of csf (cerebrospinal fluid)¿. The patient reportedly had multiple episodes of withdrawal during a short duration. No cause was found; the pump was replaced with a new proximal connector and was reportedly returned. It was noted ¿required replacement of pump prior well before expiry date¿. The problems ¿appeared to¿ have been resolved. It was later reported the patient had come in on (B)(6) 2013 for a refill. At that time he had a three day history of being unwell, not sleeping, crying out in discomfort and being clammy. The health care provider (hcp) then decided to send the patient down to ¿sick kids¿ but before sending him refilled the pump. It was reported ¿on the print out it said there should be 4.6ml to be withdrawn but when I withdrew the old baclofen there was only 1.0 ml in the reservoir¿. The patient was then sent down to ¿sick kids¿ for further evaluation. It was reported the only investigation that was done was an x-ray to look at the catheter placement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the hospital about two weeks ago with withdrawal symptoms and then again on the day of this report with the same symptoms. The first time the patient went into hospital, the pump had been interrogated, imaging and scans were performed and it was reported the pump and catheter seemed to be intact and working. No alarms were reported and it was confirmed the programming was correct on the day of this report. Pump volume discrepancies had not been checked and a dye study was being performed. A therapeutic bolus had been given and there reportedly was a response to the bolus. It was noted the problems had started after the pump reservoir volume went low before the patient's last refill in january. The volume reportedly went a little below 1 ml before it was filled. The patient's next refill date was not until the first week of may. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.